Manufacturer narrative:
The investigation into this customer's allegation determined that the delay in the report being fully approved was a defect introduced in merge unity pacs release r11.1.2. This release went out to a limited number of customers prior to being detected. Merge healthcare has since determined the root cause of the issue and has performed corrections and corrective actions. A new release of software has progressed through review and verification phases and will be available to customers upon release. A review of the merge unity pacs user guides, reading physician core curriculum: all levels did not reveal any troubleshooting or other anomalies/issues regarding exams that remain stuck in a pending/hold status. The workaround provided to the customer is demonstrating effectiveness for reporting related activities.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017 a customer contacted merge healthcare technical support and alleged that reports have not been generated. Merge support investigated the customer's allegation and determined that the reports were being held in a paused or pending status for an extended period of time. Normally a report transitions from the paused or hold status to a fully approved status that then triggers post-approval reporting activities such as viewing or faxing. Due to merge unity reports not progressing through the approvals process in a timely manner there is a potential for a delay in diagnosis or treatment that may lead to harm. However, the customer has reported no serious injuries or deaths as a result of this issue. The site has been provided with a workaround that ensures exams are not held in a paused or pending status for an extended period of time. (B)(4).